Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was intractable spasticity/other spasticity. On 16-dec-2015 it was reported that the device was surgically removed shortly after implant due to an infection. The drug in the pump at the time of the event, the patient's other medications/pertinent medical history, the onset of the infection, diagnostics performed, and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.